Event description:
There was a second event with the edwards swan ganz pacer catheter and the medtronic 5846v pacer cable whereby they do not stay connected. The bedside rn was aware of the first event and so the nurse taped the wires into the adapter port when they noticed the wires/prongs were not staying in place. Fortunately the patient did not need pacing and maintained a native rhythm. In follow up, contact was made with the medtronic representative. Representative sent a few instructions for use and our nurse specialist and representative met via teams video and nurse demonstrated the pacer cable, edwards cable and the issue of poor connection. Discussion is underway with medtronic and edwards regarding the use of adapter pins. These adapter pins are called dinapt and can be ordered and used on the catheters to it into the reusable cables (5492vl and 5492al). More follow up on the adaptor will be done. (When we called in an order for the current disposable cable, 5846v, we learned that this has been discontinued and that all epg products have gone away from the 6 ft length to the 12 ft length.)